Manufacturer narrative:
Device evaluation: visual analysis of the photos identified red, white particle materials on the shell and deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
Patient reports capsular contracture, baker grade unspecified, "looks different", "things did not feel right", "implant had flipped", ¿breast is ¿very hard¿, ¿feels a lump but when she touches she becomes physically nauseated.¿ also reported ¿felt funny," ¿feels [bad], "so sick", which were determined not to be device-related. Healthcare professional exonerated the previously reported events and reported "spontaneous breast swelling," "insufficient fluid for alcl sampling." This report captures the right side. Device has been explanted.

Event description:
Patient reports capsular contracture, baker grade unspecified, "looks different", "things did not feel right", "implant had flipped", ¿breast is ¿very hard¿, ¿feels a lump but when she touches she becomes physically nauseated.¿ also reported ¿felt funny," ¿feels [bad], "so sick", which were determined not to be device-related. Healthcare professional exonerated the previously reported events and reported "spontaneous breast swelling," "insufficient fluid for alcl sampling." Also reported "capsular contracture," baker grade unknown. This report captures the right side. Device has been explanted.

Event description:
Healthcare professional exonerated the previously reported events and reported "spontaneous breast swelling," "insufficient fluid for alcl sampling."

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event and confirmation from a physician has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unspecified, visibility/palpability, flipping, lump/nodule, nausea-non device related and varied injuries - non-device related.

Event description:
Patient reports capsular contracture, baker grade unspecified, "implant had flipped", "looks different", ¿breast is ¿very hard¿ and ¿feels a lump." Patient also reports non-device related: ¿felt funny", ¿feels [bad]", "things did not feel right", "so sick" and "physically nauseated.¿ this report captures the right side. Device remains implanted.